Event description:
Info provided indicated that the head up function was not working. No injury alleged.

Manufacturer narrative:
Tech - cause of problem unk. Bed found in "down" storage. Head up function was not working. Function does not work manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue. Bed functions properly.